Event description:
Boston scientific received information that the patient with this device had passed out after physical therapy. Subsequently, the patient was seen by a physician after experiencing a fall. The physician caring for the patient contacted boston scientific to review an electrocardiogram (EKG). The physician commented that they did not see pacing on the EKG. The physician did not have access to programmed device parameters. Boston scientific technical services (ts) discussed that it may have been normal for the patient not to pace. Ts suggested a device interrogation to assure proper device and lead function. The local boston scientific field representative indicated that the patient's clinic performs all of their own device interrogations and no further information was able. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.